Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 144 mg/dl. Pump system check found insulin exiting the infusion set tubing; however, customer declined to continue the system check to determine a possible cause of the blockage. Reportedly, customer changed infusion set site to address occlusion.